Event description:
It was reported that the day after implant, the patient became confused and had expressive aphasia. A head computed tomography (CT) was unremarkable. The patient had a grand mal seizure and became hypoxic requiring re-intubation and vasopressors. The left ventricular assist device (lvad) flows were good with a central venous pressure of 10-12 with good right ventricular function. Oxygen requirements treaded down for rest of the day. The patient was fairly stable. Around midnight, the patient developed a fever, and cultures were drawn. On (B)(6) 2022, the patient's oxygen demands increased and plans were made to place a protek device with oxygenation. During the procedure, the patient had immediate metabolic acidosis, bleeding, and pulmonary edema. The patient was placed on continuous renal replacement therapy to manage their rising lactate levels. The patient was profoundly neutropenic and had significant coagulopathy. The cultures were found to be positive for pseudomonas. The patient's condition continued to deteriorate throughout the day on (B)(6) 2022 despite exhaustive efforts to maintain blood pressure, oxygenation, and lvad & rvad flows. The decision was made to withdraw support on the evening of (B)(6) 2022. The cause of death was reported to be overwhelming sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported infection, neurological dysfunction, bleeding, and subsequent patient death could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The death was not device related, and the device operated as expected. The device was not returned for evaluation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists infection, other neurological events (not stroke-related), bleeding, and death as adverse events that may be associated with the use of the hm3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.